Event description:
On (B)(6) 2012, the reporter contacted animas (anm) via email and on behalf of her daughter (the patient) and reported a low blood glucose (bg) event. Around an hour after leaving for an errand the reporter indicated that patient's 'dex' device buzzed letting her know that she was low. The reporter asked the patient to eat a roll of 'smarties'. About a minute later after walking away and coming back to the patient, the reporter found the patient disoriented. The patient had also reportedly eaten 'six rolls'. Upon investigation, the reporter noted that the patient admitted to 'messing' with the buttons on her meter remote prior to suffering the reported hypoglycemic event. A review of the pump's history showed that a bolus of '2.9 units' had been delivered right before they ran the errand. A follow-up contact with the reporter confirmed that the subject device involved with the complaint was a one touch ping insulin pump. The follow-up contact also revealed that the reporter was now aware of the pump's locking feature to prevent accidental button pushes. No medical intervention was reported by the reporter. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient suffered a low bg level and symptom that can be associated with severe hypoglycemia. However, the patient¿s injury can be attributed to use-error since an unintended bolus was delivered prior to the low bg event and as a result of the patient ¿messing¿ with the meter remote¿s buttons. There is no evidence that the pump was working improperly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.